Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the full lead was returned and analyzed. There were no anomalies were found. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged twice while attempting to slit the catheter. The lv lead was not used and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.